Event description:
Physician called to report pain in a pt 2 years post-essure placement. Pt stated that she has had persistent pelvic pain since her hsg was done in 2007. The hsg report was reviewed, and there were no notes of abnormal micro-insert placement. Physician noted that pt has other medical problems that are both metabolic and autoimmune in nature (fibromyalgia and scleroderma). Pt has seen a dermatologist and believes that she is sensitive to nickel, but has not been formally tested by physician or diagnosed with nickel allergy. Pt requested removal, which occurred on 2008. Pt is doing well following micro-insert removal. Physician states that he does not feel her pain is related to the micro-inserts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).